Event description:
During a procedure to clear an arterial-venous shunt, the tip of the catheter broke off in the shunt. Attempts to retrieve the tip with a snare were unsuccessful. Plan surgical procedure to remove.